Event description:
It was reported that the prescriber was aware that gel-one was not indicated in the manufacturer's guidelines for injection in the shoulder but was used, resulting in shoulder pain. Attempts have been made and no further information or patient consequences has been provided.